Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07107. It was reported that the patient presented in clinic. Upon interrogation, the right ventricular (rv) lead exhibited high, out-of-range lead impedance. The threshold was also very high. Lead fracture was suspected. The patient presented for an explant procedure. During the procedure, the physician attempted to screw the new replacement rv lead into the implantable cardioverter-defibrillator, but the lead was unable to screw in securely. A set screw malfunction was suspected. The rv lead and generator were explanted and replaced on (B)(6) 2020. The suspected rv lead fracture was not clearly confirmed. The patient was stable post-procedure.